Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4) .

Event description:
Customer reported via phone call, he suspended the insulin pump while he took a shower. When he got back and attempted to bolus the numbers were scrolling then it alarmed button error. Customer wasn't sure what his blood glucose level was. Customer didn't recall any significant event which may have caused the device to alarm, as the device was in the bedroom while he took his shower. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.